Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the rv lead was sensing p-waves and dislodgement was suspected. No capture was seen at maximum output. X-ray revealed that both of the rv and atrial leads had dislodged. The rv lead was replaced.